Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced blank display, damage (physical or cosmetic), exposed to moisture. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed. Customer reported a blank display, crack on the pump and pump was exposed to moisture. Battery cap contacts and battery compartment springs were not damaged. Display was not return after pump restart. Customer reported physical damage on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Mmt-1880 was requested and customer response was the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
The pump passed the displacement test and self-test. However, the pump failed the active current measurement and sleep current measurement. No blank display noted during testing. Successfully downloaded history files and traces using [thump]. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing, however, low battery alert on (B)(6) 2024 at 21:11:12.000 was found in the history files. The pump was cut open to perform visual inspection and found severe moisture damage on the electronic assembly (pcba 1 / pcba 2 j1 connector). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case battery tube side, cracked case corner of belt clip rails, broken battery tube threads, and corroded battery tube. Blank display was not observed during analysis; however, pump did not pass all required testing due to moisture damage on the electronic assemblies (pcba 1 / pcba 2 j1 connector). Blank display not confirmed. Alleged exposure to moisture confirmed. Alleged cosmetic damage confirmed where cracked case battery tube side, cracked case corner of belt clip rails, and broken battery tube threads were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.